Manufacturer narrative:
The information in this report was provided by stryker legal affairs department. No additional information is available currently due to the ongoing litigation. Should additional information.

Event description:
Claimant, through counsel, alleges that she was implanted with cartiva in her right first mtp joint on (B)(6) 2018, and underwent irrigation and debridement on (B)(6) 2018, due to erythema and some wound dehiscence. The pre and postoperative diagnosis was "right hallux metatarsophalangeal joint surgical site infection status post cartiva implantation" and during this procedure "as soon as we got access to the joint, we came across a small 3 mm delaminated piece of the cartiva implant" which was removed. The implant was checked and noted not loose and was left in.

Event description:
Claimant, through counsel, alleges that she was implanted with cartiva in her right first mtp joint on (B)(6) 2018, and underwent irrigation and debridement on (B)(6) 2018, due to erythema and some wound dehiscence. The pre and postoperative diagnosis was "right hallux metatarsophalangeal joint surgical site infection status post cartiva implantation" and during this procedure "as soon as we got access to the joint, we came across a small 3 mm delaminated piece of the cartiva implant" which was removed. The implant was checked and noted not loose and was left in.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required currently. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Microbiologist reviewed the sterilization procedures, environmental monitoring, bioburden data and the DHR and noted: the subject device was packaged according to established design and process specifications, and was sterilized according to procedure. No deviation for a non-conformance could be found. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.